Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm 3 times on the insulin pump mainly during the bolus delivery. Customer was not home and customer's mother did not have the pump with her. Caller agreed to replace 3 infusion sets.